Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: 2015. Reported to the FDA on august 26, 2015. (B)(4)

Event description:
The end user developed a skin tear upon removal of her skin barrier approximately five weeks ago. She stated the skin ripped while removing the device and the area has gotten much larger. She sought treatment from her physician and she was prescribed a steroid cream (unknown name) and administered a steroid injection during the office visit. She is also applying aquacel dressing to the affected area. No further complications were reported.